Manufacturer narrative:
The pad-pak was manufactured as part of a lot of 216 on the 5th april 2018. 214 pad-pak units were dispatched to ¿hst llc¿ and 1 pad-pak unit was dispatched to ¿hst ltd¿ on the 9th april 2018. Depleted pad-pak. The returned pad-pak was measured and found to be significantly depleted. This would have resulted in the device not powering on, as per the reported fault. The battery pack was investigated, and no abnormalities were found with the battery cells or connections, therefore it is concluded that the returned pad-pak had either been stored incorrectly or became depleted due to an external load. The distributor was contacted for further information regarding the use of this pad-pak. If any further information is to become available this report will be updated or if a sam pad device is returned, it will be opened under the same parent record (B)(4). The pad-pak will be scrapped and replaced.

Event description:
There was no patient involved. Pad-pak will not power up devices.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Pad-pak will not power up devices.